Event description:
It was reported that an asahi sion blue guide wire had separated during a puncture process of a coronary angiography. The radial artery was bent, and the angiography wire could not pass through. Sion blue guide wire was then used to go over the bend of the middle end of the radial artery of the patient's forearm. There was resistance. When preparing to withdraw the guide wire, the guide wire was looped and broken into two pieces at about 15 cm. During the fracture process, only the guide wire was in the blood vessel without other instruments. A snare was used to retrieve the separated guide wire and the operation was discontinued. After bandaging, the patient returned to the ward with edema, blisters, bruises in the right forearm but no other symptoms. After repeated reexamination, the radial artery was in good condition. The patient recovered well in the follow-up.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that torsion generated during wire removal had likely contributed to the reported separation of the guide wire. When the looped guide wire was pulled for a removal attempt, instantaneous torsion that exceeded the product design limit would be generated at the loop and therefore made the guide wire to fracture. As for hematoma formation, it was inferred that it was attributed to procedural content that the guide wire was advanced against resistance; however, it was unable to determine whether this guide wire had directly caused it or not. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] separation of the guide wire. Damage to a vessel.